Event description:
It was reported that this right ventricular lead exhibited high within range pacing impedance measurements. This was a gradual rise over time. The patient was continued to be monitored until it reached high out of range pacing impedance measurements and exhibited noise. Eventually, it was decided to surgically abandon de lead. Another one was implanted instead. No further adverse patient effects were reported.